Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures alarm during self test. Customer¿s blood glucose level was unknown. Customer performed another self test and it was passed. Customer also reported that backside and battery compartment was cracked. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump was returned for analysis.